Event description:
Patient has been using the forteo pen inappropriately. She states she has been injecting herself for an extra two days by mistake. The numbers of needles that we provided to her (30) do not coincide with the number of uses for forteo (28). She did not know that the pen needle packs come in multiples of 10 (e.g. 10 or 30). She states that she has been using the forteo for 30 days at a time. She also states she has used the forteo past the 28 day limit after opening.